Manufacturer narrative:
An investigation was conducted on the received product and the batch record file. The product was decontaminated and properly packaged. The received device was manipulated and explanted, but the original packaging and all other components were missing. Only three parts of the mesh were visible, surrounded by a significant amount of organic matter. Based on this evaluation, the complaint is not associated with a manufacturing issue; the product conformed to specifications upon release. Events of this nature are regularly trended. Therefore, this complaint will be closed for trending purposes. The manufacturing number is (B)(4).

Event description:
Placement of an exact tvt-type retropubic strip was performed on (B)(6) 2024. Recently, there has been an unfavorable development in urinary status, with a progressive deterioration in continence. Currently, the patient requires a urinary protection device during the day, which is usually saturated by the end of the day, and there is no night protection in place. Significant leaks occur during physical exertion, especially during mobilization. The patient also experiences dysuria and requires abdominal pressure to initiate urination. Urgency is noted as marked (++). The strip was subsequently removed, and an ams 800 artificial urinary sphincter was inserted. On (B)(6) 2025, the artificial sphincter was implanted.